Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck down on the left side. Reportedly, the button has been hard to press down. Customer's blood glucose level was not impacted. It was indicated that the customer has a back up pump for continued insulin therapy.